Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd pump. The customer states at the time of inspection, the power cord was found pinched by the pt's bed causing the inner copper wires to be exposed. There was no pt involvement.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.